Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019. The customer¿s blood glucose level was 543 mg/dl. At the time of incidence. Customer¿s current blood glucose level of 450 mg/dl. And. Customer was treated with intra venous and then blood glucose level came to 200 mg/dl. Customer reported that the insulin pump had blank however due to blank display customer was not using insulin pump from 48 hours of incident. Customer was assisted with troubleshooting and they want to replace the insulin pump. The insulin pump will be returned for analysis.